Manufacturer narrative:
Additional information was received that one day post valve implant, first degree atrio-ventricular (av) block was noted. Five days later, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirteen days following the implant of this transcatheter bioprosthetic valve, acute pulmonary edema was reported due to severe paravalvular leak (pvl). Subsequently, a second valve was implanted and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.